Event description:
On (B)(6) 2025, while in use on a patient the vapotherm heated high flow nasal cannula device malfunctioned. Device was on the patient and stopped functioning. The was no flow or fio2 readings and there was a general fault alarm indicator with an unknown number in the temperature window. The nurse was present in the room when the device malfunctioned. Patient was placed on non-rebreather mask, rt was notified and a new heated high flow device was placed on the patient. The patient tolerated the change over well with no harm. The unit was taken out of service and sent to biomed for evaluation. Vapotherm precision flow hi-vni device, serial number (B)(6).